Manufacturer narrative:
H10: the device was received for evaluation. The white adapter was connected to the female connector of the transfer set. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Testing was performed with the white adapter connected to the female connector and there were no issues observed on the components. No leaks were observed at the connection. The white adapter was hand removed from the female connector; therefore the reported connection issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the female connector of a peritoneal dialysis (pd) transfer set and the patient line of a homechoice cassette. The patient line failed to disconnect from the female connector of the transfer set. This occurred while the patient was attempting to disconnect after pd therapy was completed. There was no patient injury or medical intervention associated with this event; however, the patient received prophylactic antibiotics. No additional information is available.